Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted overnight for low flow alarms and presumed dehydration. Lab work revealed elevated lactate dehydrogenase (ldh). A review of the log file revealed pulsatility index (pi) events as well as routine power source changes. It was reported that the low flow alarms were caused by ventricular fibrillation. The patient experienced lightheadedness and a fluttering feeling in the chest. Dehydration was confirmed to be the cause of the elevated ldh. The patient was cardioverted and given antiarrhythmic drugs. The arrhythmia resolved with cardioversion, then re-occurred and the patient then converted on their own.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files was unable to confirm the reported low flow alarms. Although a specific cause for the log flow alarms could not be conclusively determined, it was reported that the alarms resolved with cardioversion and antiarrhythmic medications. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. The controller event log file included approximately 8 hours of data on (B)(6) 2022. The system appeared to be operating as intended, and there were no notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.